Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2023-17659 as the operating record related to this complaint.

Event description:
Previous medwatch submission noted capsular contracture baker grade IV. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2023-17659 as the operating record related to this complaint.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: biological tissue observed on the device. Clarification to d9-date is when device photo was received.

Event description:
Healthcare professional reported left side textured to smooth exchange and capsular contracture baker grade IV. Device was explanted.